Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the pt attempted to bolus, and the pump would not respond to keypad button presses. She changed the battery, and now the display is stuck on the word "lithium" and the pump will not respond to button presses. The family member noted that the keypad buttons click and spring back as expected when pressed. She stated that the pump has been exposed to ocean water. The family member reported that there was no moisture in the battery compartment when the battery was changed. She stated that the pt wears the pump with a clip.